Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter's display was damaged and she was no longer able to check her blood glucose. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately at the beginning of (B)(6) 2012. It is not known how the patient manages her diabetes and it is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that approximately 2 weeks after the alleged issue, she developed symptoms of "sweating and heart palpitations." On (B)(6) 2012, she was taken to the hospital and reportedly was tested while at the hospital using an hcp meter but could not recall the result obtained. She claimed she was treated for her symptoms with IV fluids. It is also not known for how long she was admitted at the hospital. At the time of troubleshooting, the cca noted that the subject meter was involved in a house fire and got damaged with smoke in the display. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.